Manufacturer narrative:
B3: unknown. No information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device had a bubbled and delaminated downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the issue was dso seal degradation. The dso seal was replaced. A service history review was performed and it was found that the device was previously sent back for the dso seal not being replaced.